Event description:
Related manufacturer reference number: 2938836-2019-04599. It was reported an asymptomatic patient presented in clinic for a follow up, when interrogation failed while testing was being performed, and the session ended abruptly. The device was explanted and replaced on (B)(6) 2019. The atrial lead was also capped and replaced on the same day due to low impedance. The patient was stable throughout.

Manufacturer narrative:
Additional information: the reported field event of telemetry anomalies was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.